Event description:
When staff member was disconnecting the primary IV tubing line from the central line, the grooved securing device on the end of the primary tubing that secures onto the central line broke off. There was no excessive force or pull by staff when attempting to detach the line from the port. The piece broke off and staff was unable to reattach nor re-screw on the grooved ending to secure the line.